Manufacturer narrative:
Upon review of the DHR, the lot met all acceptance criteria at the time of release. The final investigation is pending sample return and evaluation.

Event description:
Consumer reported that prior to insertion the tampon string was not hanging out of the applicator making the string unavailable to remove the pledget from her vaginal cavity after insertion. Since the string was not available, she had to manually remove the pledget. After removal she alleged the pledget had been upside down inside her vaginal cavity with the string inserted first. She did not seek medical attention and did not experience any adverse health effects.